Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the drill bit for the fracture of the basal ring finger. The surgeon used the drill bit and fixed with the plate. The drill bit had been opened and used in another facility. When the surgeon performed the drilling at a slight angle to insert the cortical screw, the drill bit was broken. Therefore, removal of the broken drill bit was required. The surgeon confirmed by x-rays that there were no broken fragments in the patient¿s body. The surgery was completed successfully within 30 minutes delay. According to the surgeon, this event was caused by drilling with the drill slightly deflected. No further information is available. Concomitant device reported: unk - screws: cortical : trauma (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device drill bit ø1.5 l74/57 f/core hole. This is report 1 of 1 for complaint (B)(4).